Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the sample collected from a pediatric patient was transferred into a tube, which was inverted for mixing and centrifuged. Clotting was then observed.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated for the quantity of additive that is present in the tube. All samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the sample collected from a pediatric patient was transferred into a tube, which was inverted for mixing and centrifuged. Clotting was then observed."